Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, cause of the shattered screen was unknown. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.